Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the polyimide tubing was confirmed and the cause appeared to be use related. The product returned for evaluation was a 3cg stylet. The stylet had been completely pulled from the t-lock assembly and the assembly was not returned with the stylet. A kink in the polyimide tubing was seen 1.6cm from the distal tip and a single magnet was broken, away from the kink region. The inner support wire at the kink site contained a sharp kink which was indicative of a severe kinking event. The stylet appeared to be free of blood and/or saline crystals resultant from a typical flushing procedure. The core wire was also observed to be bent 62.2cm from the distal tip. The angle and severity of the kink in the support wire was recreated in the lab by kinking the test stylet by more than 90°. Kink angles less than that did not match the degree to which the complainant support wire was kinked. Similar kinking was also recreated on a test sample by extending the stylet past the catheter tip and kinking it back against the catheter. The polyimide tubing was then cut near the terminating tip in order to view the condition of the polyimide tubing. The tubing was subsequently observed to be uniform in thickness and appeared to be appropriately formed. During the assembly process, each stylet is inspected for damage and procedures are in place to assure the stylet is not damage following assembly into the catheter. The state of the stylet, having been completely pulled from the t-lock assembly, showed that the stylet had been manipulated beyond intended use. The damaged magnet observed within the polyimide tip could be attributed to this full withdrawal from the t-lock. A lot history review (lhr) of recr0953 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0953) have been reported from the same facility.

Event description:
It was reported rn trimmed the PICC, advanced the stylet and noticed it was bent. On 07/17/2018: sample evaluation found kinked/broken stylet.